Manufacturer narrative:
Results: the jet7 was kinked approximately 16.5 and 18.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed the catheter was kinked. If the device was forcefully advanced against resistance, damage such as this may occur. The root cause of resistance could not be determined. Evaluation of the returned 3maxc revealed a slight bend on the catheter shaft. The damage was not identified in the reported complaint and was noticed post-procedure upon follow-up; therefore, it was likely incidental and may have occurred during packaging in preparation of device being returned to penumbra. During the functional test, the 3maxc was advanced through the jet7 with resistance. The jet7 was then advanced with the 3maxc inside through a demonstration neuron max and out of the distal tip without an issue. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit. During the procedure, the physician experienced resistance while advancing the penumbra system jet 7 reperfusion catheter (jet7) with a penumbra system 3max reperfusion catheter (3maxc) within a neuron max 6f 088 long sheath (neuron max) through tortuous anatomy. Consequently, the jet7 became kinked and was therefore removed. The procedure was then completed using the same sheath with a new catheter. There was no report of an adverse effect to the patient.